Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to increased charging. The patient is recovering well postoperatively. Electrocautery was reportedly used during the procedure. The explanted device was disposed of in accordance with facility protocols and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.